Event description:
The patient reportedly experienced sound quality issues. External equipment was exchanged and programming adjustments were attempted however this did not resolve the problem. Testing of the device showed that it is not functioning. The patient's internal device was explanted. The patient was implanted with another advanced bionics device. In addition, the patient developed bell's palsy two days after his surgery.